Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system as tested and found to be working as intended and placed back into service. It was suggested that if the system is not in service for sometime to charge overnight to ensure battery power.

Event description:
It was reported that the 9600 would not initialize, and that it displayed "pre-charge error". There was no adverse patient involvement reported. There was no patient information reported.